Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The pump user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Bg cause was not known. Customer consumed cookies and was given glucagon to address bg. Reportedly, the customer had been reusing cartridges and using the cartridges longer than labeled. Recommendation was made to consult with a healthcare provider to discuss diabetes management.